Event description:
It was reported that the right ventricular (rv) lead was fractured. It was also reported that the right atrial (ra) lead was fractured, had high impedance, no capture, and high sensing/pacing thresholds. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned, analyzed, and the proximal conductor was found to be fractured. It was also noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, and there was blood in/on the helix/lobe mechanism. (B)(4) the distal segment of the lead was returned, analyzed, and no anomalies were found. However, it was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, there was blood in/on the helix/lobe mechanism, and there was apparent explant damage.